Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The hospital reported that the surgeon was doing a hip revision and the tip of a polyaxial/ articulated screw driver snapped while they were driving a new screw into the patient. The new screw that they were trying to drive in also snapped.

Event description:
The hospital reported that the surgeon was doing a hip revision and the tip of a polyaxial/ articulated screw driver snapped while they were driving a new screw into the patient. The new screw that they were trying to drive in also snapped.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown screw was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned / not received.